Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure on (B)(6) 2008. According to the complainant, during a follow-up visit on (B)(6) 2008, the patient reported experiencing dyspareunia.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).